Manufacturer narrative:
Upon investigation, the nylon shaft to pusher body joint failed. Review of the lot history did not produce any findings relevant to this report. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."

Event description:
The physician/operator attempted closure of an arteriotomy site with the starclose device following an interventional procedure. The device stuck in the artery and it was not possible to collapse the vessel locator wings and place the clip. Manual compression was used and there was no adverse event/death.